Event description:
At implant attempt the screw would not deploy. Edited 22-apr-2010 the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found, full lead. Visual inspection: it was noted that the difibrillation conductor was distorted. Upon visual inspection it was noted that the lead was damaged during the implant process.